Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient does not take medications to manage his diabetes. It is not known if the patient made changes to his usual management routine. On the morning of (B)(6) 2014, the reporter claimed the patient felt low blood glucose symptoms of shaking, pale and weak. The patient treated self with food and/ or drink. The patient reportedly tested with another device; however, results were not specified. The reported issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.